Event description:
The patient later reported she was implanted in (B)(6) 2007 and her pump had been removed in 2009 because of ¿problems¿. The patient reported she was supposed to get 88 months of service but it didn't agree with patient¿s body and the patient ¿almost died¿. The patient stopped going to her hcp because he wanted to do another surgery concerning nerve endings in leg and her ¿pain was in her mind¿. When the hcp removed the catheter at the spine and he left the ¿disc¿ in and the ¿string that feeds¿ the morphine. Per the patient the reason is that it started pushing up to the surface. Per the patient ¿the line is what the morphine goes through and for 9 months she had morphine dripping through her body¿; ¿it got me to where I started shutting down¿. The patient "couldn¿t remember the days, the weeks or none of that". Per the patient that¿s how much morphine had dropped throughout her whole entire body, so she had to be rushed to the hospital about 90 days after the catheter was removed. The hcp did not acknowledge that she had gone to the hospital with real bad headaches. The patient had severe headaches and could not be in the light or sound and didn't have headaches until the hcp took the catheter out. The patient had gotten free movement with less pain and then it started to ¿attack the brain¿ and ¿headaches were ongoing¿. The patient¿s family was concerned and took her to the hospital. Per the patient one facility wouldn't touch the patient because they did not want to be responsible for the surgery so they sent her to another facility. The patient still "had machine in her" and was having hot flashes, nausea and was blistering in her private parts. Per the patient they then took out the reservoir and ¿everything¿ in (B)(6) 2009. The patient now suffers with chronic pain, every day. The patient also indicated that they were rushed to have surgery and was a fall risk because no one was home with her and had to stay overnight. The patient also reports her temp was 106 when the hcp took the catheter out. The patient reported it was ¿not normal¿ but the hcp said it ¿was normal¿. The patient stated "the catheter pushed its way up to the surface and mind you it was metal¿ and "it is disturbing¿ what she went through. After the surgery the patient did not see the hcp for another year and ended up seeing him when the patient went to get her medications. The pump was used to deliver morphine.

Event description:
The catheter was removed as it has migrated to the surface to the patient's degenerative disc disease. The patient was to have a new catheter implanted in '09, but she came down with shingles and the procedure was not done. The area above the catheter pathway was tender and there was clear liquid coming from it. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
Results: catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that after the catheter was removed in 2009. Due to the aftermath of what happened in 2009 (catheter removed), the patient was having muscle spasms, and issues getting up and sitting down. The patient was advised not to have sex, and wondered what was wrong with them. In (B)(6) 2010, the patient had weakness of the legs. The patient fell and bumped their head twice in the bathroom, and crawled to the trash. They were there for 3.5 hours before being sent to the hospital via ambulance. The patient was put on several (8) intravenous therapies for draining out the morphine, and then sent to columbus, oh via ambulance. The pump was then removed in ohio. It was noted that the patient did not like the outcome of the situation or what she went through, and felt like it was not a good therapy or device for them. The patient was reportedly prescribed ritalin, and the patient was supposed to take even though they did not have attention deficit /hyperactivity disorder (adhd.) The patient stated that they feel like the health care provider's (hcp) don't really care, and felt that hcp's treat patients like they are drug seekers and "not one of them walked in her shoes." It was noted that the hcp talked unprofessional to them, and they gave the hcp a piece of their mind. The drug that was used via the device system was morphine.